Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufacture date: february 18, 2021 - february 119, 2021. H10: the device was received for evaluation. A visual inspection was performed, and it was noted the bladder was ruptured. The ruptured bladder was examined for signs of abnormality that could have caused the issue and no abnormality was noted. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) leaked; further described as "it seems that the internal bladder has ruptured leaking the remaining fluid into the bottom of the bottle". It was further reported there was no external fluid leak outside of the device housing. This was identified during patient infusion. The device was filled with cefepime 4800mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.